Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook (lot #: 51210279x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy and myomectomy; two devices' shaft was damage and broke intra corporeally. Another ligasure device was used successfully with the same generator. No pieces of the device fully detached or fell off during the procedure. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shaft of the device is cracked, no pieces are missing. Functional testing found the shaft was damaged. No pieces detached from the shaft. Analysis of the product showed that the damaged is consistent with an external force on the shaft, very likely user. It was reported that the insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team, or cause damage to the instrument. If damaged, do not use. If the instrument shaft is visibly bent, discard and replace the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.